Event description:
It was reported that the ipg was unable to communicate with external devices following a surgery. The ipg was not set to surgery mode. A manufacturer representative met with the patient and was able to repair the ipg. The device is providing therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction needed for imdrf codes